Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 212 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.